Manufacturer narrative:
This event was previously reported under MFR #2916596-2019-05381. The investigation conclusion was extracted from that report. Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Furthermore, a correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the report of adenocarcinoma could not be determined through this evaluation. The account communicated that the patient was admitted to the hospital on (B)(6) 2019 due to increased drainage from the driveline. A debridement was performed on (B)(6) 2019, followed by vacuum-assisted closure (vac) of the wound. The patient was prescribed antibiotics and the infection reportedly resolved on (B)(6) 2019. The account also reported that at the time of the patient's admission, adenocarcinoma of the right lung was confirmed and radiation treatment was recommended. The patient remains ongoing on (B)(6). The hm 3 lvas instructions for use (IFU) lists driveline infection as an adverse event that may be associated with the use of the hm 3 lvas. This document also contains details about postoperative patient care. Additionally, the hm3 lvas IFU and patient handbook both provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1: corrected data.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The account reported the patient was admitted due to a driveline infection. No further information was reported.